Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus and or basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with cracked reservoir tube.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed motor error during prime.device was not dropped, bumped and has no damage. It was not exposed to strong magnetic filed. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.